Event description:
Reportedly, during the use of the suction device along with valleylab (coagulation with 40w), the plastic insulation burned off and pieces fell into patient cavity. The pieces were retrieved from the patient. Procedure: prostatectomy.